Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA:(B)(4).

Manufacturer narrative:
Additional information: if implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. Device evaluation: the lens was received in the original daisy wheel. Additionally, the folding carton and complaint shipping guide were received. Visual inspection with the unaided eye revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens no product evaluation could be performed and the ¿particle¿ observed by the customer could not be confirmed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
After zcb00 19.0 diopter intraocular lens (iol) was inserted in the patient¿s ocular sinister (left eye) customer account reported a particle was observed on the lens. It was also reported there was no patient injury and the procedure was completed using another zcb00 19.0 diopter lens. Patient outcome was reported as fine. No further information is available.